Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector does not latch to monitor) has been confirmed. Upon evaluation of the electrode belt, the pins on the trunk cable connector were damaged and was unable to remain securely connected to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's belt was unable to correctly latch to a monitor.